Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 24.8 mmol/l. Customer reported insulin pump stopped working exposed to water. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did returned after restart. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.